Event description:
It was reported that during an ablation procedure, blue pixels were witnessed on both sides of the probe approximately 1 cm from the center of the probe. The user noted this as an artifact and continued with the ablation at 100% firing power. The user let off the foot pedal allowing for the diminishing of the blue pixels, however, this took approximately 1 minute. It was noted that the probe was visually inspected after the case and it was noted there was no damage. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the blue pixels were caused by noise near the low signal area close to the probe. This is not a result of the blue pixel artifact.